Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 17-feb-2023 h6: investigation summary one sample and three photos were provided to our quality team for investigation. Through visual inspection, it was observed that the loose sample is missing the thumb grip but has two sets of dotted lines on the thumb grip face indicate that the thumb grip was present at time of assembly. Potential root cause for the thumb grip missing defect is associated with the assembly process. It most likely occurs due to insufficient weld to permanently hold the thumb grip. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h10.

Event description:
It was reported that the plunger in the bd luer-lok¿ control syringe without safety was damaged/broken. The following information was provided by the initial reporter: "broken syringe... The plastic piece does not stay in place"

Manufacturer narrative:
Medical device expiration date: unknown. The customer's address is unknown. Illinois, USA has been used as a placeholder based on the reported phone area code. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the plunger in the bd luer-lok¿ control syringe without safety was damaged/broken. The following information was provided by the initial reporter: "broken syringe... The plastic piece does not stay in place".